Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. No product or data were returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver will not boot or charge. The receiver download and functional testing was unable to be run. Opened receiver case for interior inspection: moisture damage receiver, pcba was contaminated. The customer complaint was undetermined for receiver overheating because receiver moisture damage. Due to moisture damage, the reported event of an overheating receiver could not be confirmed. A root cause could not be determined.